Event description:
The customer reported to baxter (B)(4) regarding the buretrol solution administration set that was being prepared when staff noticed that the set was not filling up and solutions could not be run through the set. No patient involved. No patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned two companion samples for evaluation. The samples were visually checked and tested under water at 0.56 bar for blockage, and no issue was observed. A gravity test was performed using a methylen blue solution on the set and the results showed that the samples functioned correctly with a normal flow, therefore, the reported condition was not confirmed and an assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.